Event description:
The consumer reported the patient's device wasn't working at all for them. It was stated that they had tried to change the programs a couple of times so far, but it hadn't been good. It was noted that it was like the patient's body got adjusted and that their neuropathy was so bad. It was stated that they would just keep trying. The patient had a follow-up appointment for the following wednesday. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.